Event description:
This event was reported as degeneration, leaflet refraction and stiffening with unsatisfactory leaflet movement. The valve was implanted in the tricuspid position, an off label use. No further information was provided.